Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If additional follow-up information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this unknown brady device detected noisy signals. Subsequently, surgical intervention was performed, and the issue was resolved with lead cleaning. Technical services (ts) discussed with the field the importance of troubleshooting post implant/after pocket closure. No additional adverse patient effects were reported. This system remains implanted and in service.